Manufacturer narrative:
This report is being submitted retrospectively as part of internal reviewed the risks identified for the eversense¿ cgm system are common to all cgm systems even though a minor surgical procedure is required for insertion and removal of the sensor. These include local infection, pain or discomfort, inflammation, bleeding at the insertion or removal site, bruising, itching, scarring or skin discoloration, hematoma, erythema, adhesive tape irritation and sensor fractured. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications.

Event description:
Senseonics was recently made aware of an incident where one of the patients who was inserted with an eversense sensor reported feeling discomfort, tenderness and a saw a bruise at the incision site 3 to 4 days after the insertion when the steri-strips fell off which resulted in an infection. The patient was treated with antibiotics (the patient did not report the name of the prescribing healthcare professional) and the incision/infection healed. The sensor was not removed due to the infection.